Event description:
It has been reported to philips that the device will not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up properly. Fse found that issue was with the keys won't work on the locked acquisition console. Fse opens the console, moves the connectors, and tightens them. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.